Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor issues. It was reported that the device was not helping the patient. It was unknown if any factors may have led to the issue. Diagnostics/troubleshooting performed included changing programs and amplitude. Actions/interventions taken or planned to resolve the lack of therapy included reprogramming. It was noted the issue was not resolved and the patient was still experiencing lack of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.